Manufacturer narrative:
Investigation: the device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. The run data file (rdf) was analyzed for this event. Root cause: analysis of the run data file showed that in total 4 ¿draw pressure too low¿ alerts with pausing of the pumps and a total of 29 ¿draw pressure too low¿ alerts with automatic slowing of the pumps occurred throughout the procedure. Experience has shown numerous access alerts throughout the procedure that pause or stop the pumps can disrupt the steady state of the lrs chamber, possibly causing some wbcs to escape. The multiple downwards and upwards draw and return flow adjustments during the procedure did change the flow through the lrs chamber, making the separation of cells less stable.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. The platelet collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information. Updated root cause: analysis of the run data file showed that in total 4 ¿draw pressure too low¿ alerts with pausing of the pumps and a total of 29 ¿draw pressure too low¿ alerts with automatic slowing of the pumps occurred throughout the procedure. Experience has shown numerous access alerts throughout the procedure that pause or stop the pumps can disrupt the steady state of the lrs chamber, possibly causing some wbcs to escape. The multiple downwards and upwards draw and return flow adjustments during the procedure did change the flow through the lrs chamber, making the separation of cells less stable. The trima accel device has software algorithms that use the rbc detector output to monitor and flag if a potential wbc saturation of the lrs chamber occurred, possibly triggering if wbc cells exiting the lrs chamber and potentially contaminate the platelet product. However, in this procedure, the detected wbc levels remained below the alert triggering level.